Event description:
It was reported there were impedances above 10,000 ohms following a fall. All combinations that included contact 0 were above 10,000 ohms. No other impedances tests were run. Combinations with contacts 1, 2, and 3 resulted in good stimulation. The patient's device was reprogrammed and the patient was satisfied with the pain coverage. The electrode pair used was within normal limits.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-56, lot# j0225362v, implanted: (B)(6) 2002, product type lead. (B)(4).